Manufacturer narrative:
(B)(4).

Event description:
It was reported that post non-device related surgery; a follow up was performed prior to the patient being discharged from the hospital. Upon interrogation, an error message was displayed and the pulse generator exhibited a diagnostics anomaly. After the device was reprogrammed and nominal settings restored, the device functioned normally. The patient was discharged and would be monitored.